Manufacturer narrative:
Other applicable components are: product ID 37761 lot# serial# (B)(4) implanted: explanted: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted for non-malignant pain. It was reported that patient's desktop charger connector pin was loose and the ins recharger (insr) was not holding a charge; patient had the insr plugged in and the insr showed it was charging. When patient went to use her insr the night prior to the date of report, the insr was dead. The insr was not communicating with the implant. Patient stated that she charged her implant 4 nights ago. The patient programmer was communication with the ins. Patient had to reset the insr several times due to it beeping and being unresponsive. The beeping and unresponsive happened 6 times on the night prior to the day of report. Patient was advised to call back for further troubleshooting when they had their insr with them. The patient later called back and stated that their ins had depleted. A new desktop charger and ins recharger were sent to the patient. No symptoms were reported and no further complications were reported/anticipated.